Event description:
Injury to left tmj, pain, lock jaw, etc. On job injury, dr approved, comp fund approved dr used electric shock over a period of time and re aligned tmj. All is fine for several years then teeth no longer could stay tight due to irregular striking when eating. Workers comp. Gave medical decision. Dr advised I apply for medical for the injury. I did so at time. Comp. Insurance tried to take it away. I won case "pro-se." Within last 4 or 5 years I sent inquiry to you. You replied device dr used was not approved for import into this country. Dr was not allowed to use such a device. As my problem worsens, I am documenting again for court to review. I remember the device ID plate as I sat in chair at device for treatments many times. Manufactured in germany. Electrodes attached to my head. Shock waves pulsating into my head left tmj area. I expect to live for another 30 + years, family life history. I need FDA facts to submit. Situation must have been wc claim 20 years ago. I could get exact data if I could find my file or contact wc div.